Manufacturer narrative:
Follow-up #1: date of submission 9/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings:.pump does not power on, completely unresponsive. Moisture observed in battery compartment see attached picture. Cracks in battery compartment from threads to left of grip pad, and below grip pad to case seal.. Leak test failed due to battery compartment leak. Opened pump, no further moisture damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and reported a cracked/damaged pump casing issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.